Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique was further described as patient did not wear a mask. The peritonitis was manifested by blood in the line. The patient was hospitalized for the event. On the same day, the patient was treated with the vancomycin (1 gram, daily) and tobramycin (60milligram, daily) intraperitoneally (ip) for peritonitis. Two days after admission to the hospital, the patient was discharged. At the time of this report, the patient was recovering from the peritonitis event and had not been retrained on proper aseptic technique. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.